Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was received missing the display window and with a cracked case at the display window corners, a cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube, and cracked battery tube threads.

Event description:
It was reported that the customer had low blood glucose levels of 55 mg/dl. The customer reported that the insulin pump had a crack on the screen. It was reported that the crack on the display of the insulin pump starts on the left corner of the display and extends to the back of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.